Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not been receiving ineffective therapy. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2016.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient is unable to determine if they're receiving effective therapy due to experiencing post-op pain. An sjm representative will follow-up with the patient on a later date to further assess if effective therapy is present.

Event description:
Follow-up revealed the patient's issue has resolved.